Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for spinal pain indications. . The patient reported that they had a pump "inserted in february or early march" and there was "an incident" where the medication was "caught in the tubing" so they had to go back in in june and "fix it". The patient stated the pump was supposed to hold 3 months' worth of medication and when they went in to refill it, patient stated there should only been 3 cc's in the pump but they found 17 cc's. Patient stated "it seemed like every week" they were going to the doctor's office and they could not figure out what was going on from the beginning. Patient mentioned their doctor would increase their number of bolus's but the medication was caught in the catheter. Patient was told the catheter was "buried and wrapped around" their torso and was told they "almost died". Patient also mentioned they had their [current]pump filled 3 days ago and the healthcare provider told them to call medtronic to "reset the ptm". Agent had patient try to connect to the pump and patient was seeing "no pump found". Patient repositioned the communicator and was able to connect and then patient then saw "incompatible pump found". Agent redirected to healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 25-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.